Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total shoulder arthroplasty procedure, the surgeon hit the inserter with the mallet, against the instructions, which resulted in inserter breakage. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event cannot be confirmed as an incomplete device was returned. The internal parts, the handle button, the handle plunger, spring & ball bearing were not returned with the quick connect guide. As an incomplete device was returned, a failure mode cannot be determined device history record (DHR) was reviewed with no deviations. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.